Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) went onsite and verified with customer and confirmed that they did not have any issues with the system. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.